Event description:
It was reported that the caller experienced a minimum fill notification with two back-to-back cartridges. There was no adverse impact to the customer's blood glucose level. The caller switched to a third cartridge and was able to resume insulin delivery, concluding the call.